Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp4a.251205.006.s938usqsacze1 hardware: sm-s938u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reportedly rose to greater than 250 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient reported that the pod had fallen off, prompting the emergency room visit. The patient also reported experiencing elevated blood glucose levels and noted discrepancies between glucose readings obtained from different devices. Reported symptoms included high blood glucose levels. The diagnosis received at the time of seeking medical attention was high glucose. Treatment provided by healthcare professionals consisted of intravenous (IV) fluids. The patient was discharged on the same day.